Event description:
A healthcare professional alleged that the customer was receiving high blood glucose readings using his breeze2 meter. The customer got on the call and stated he had received readings between 280-320 mg/dl. He said that he adjusted his insulin based on the readings and felt as if his glucose was low. During the call, the customer received a blood glucose reading of 50 mg/dl. The hcp also stated that customer received a blood glucose reading of 44 mg/dl using another meter. It's not known when that reading was taken or if the customer required treatment for hypoglycemia. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.